Event description:
Information was received indicating that the 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The tech support engineer (tse) troubleshot this issue with customer over the phone and recommended for covidien service engineer (se) repair. Customer reported that the vent repair has been declined. Covidien (se) was not authorized to service the device.